Event description:
Staff was set up for an egd and peg tube exchange. No scope had been plugged in prior to the patient coming to the gi room. Egd scope plugged in and multiple error messages appeared. "Scope communication err (b30) contact olympus, scope err e315 unsupported scope" 3 scopes tried. All equipment turned off and rebooted. Back of gi cart taken off and all connections checked. Case forced to be aborted. All gi and bronch cases needed to be diverted until equipment fixed since both gi towers malfunctioned.